Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: 2020-50965.

Event description:
A customer reported there was poor suction form the system during phacoemulsification (phaco) phase of a cataract extraction procedure. The procedure was completed with no impact to the patient. Additional information was requested and received.

Manufacturer narrative:
The company service representative examined the system and was able to confirm, but not replicate the reported event. The company service representative noted, that the customer reused a cassette for the procedure. As a preventative measure (pm), the company service representative cleaned the hub rollers. The system manufacturing device history record (DHR) was reviewed. Based on assessment, the product met specifications at the time of release. The system was found to meet specifications. Therefore, the root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).